Event description:
The kangaroo feeding pump continued to alarm "feed error". Rn initiated troubleshooting steps including changing the feed bag which did not correct the problem. Similar to other recent issues, this particular model of kangaroo pump was unable to push thicker infant formula for reasons not understood. The only solution to the issue was to change to a different model pump. When a different model pump was used, there was no problem with the feeding and no feed error alarms. The patient incurred a delay in feeding while another model pump was obtained. This type of event has occurred with other patients when a thick infant formula is used in this model pump.